Event description:
No additional information provided.

Manufacturer narrative:
1. Customer returned the photo, which showed the blood on the luer of prn, but cannot identify the detail of sample. 2. Review batch record information, 1) the complaint lot#: 1347260 was produced in the prn automatic assembly line, the production date is 2022-01, and the m860 packaging machine was packaged in 2022-01, and the batch of products totaled (B)(4). 2) check the process inspection and shipment inspection report of this batch of products. The test results meet the product standards and there is no abnormality. 3) check the production records and machine maintenance of this batch of products, and there are no abnormalities, deviations or rework activities. 3. Retained sample: 1) check the appearance of the retained sample, no abnormality was observed on the retained sample. Attachment 2- the appearance of the retained sample. 2) performed leakage test for the retained sample of the complaint lot: rotary the retained sample on the standard luer connector, inject the standard water pressure into retained sample, to check whether leakage. Test result: no leakage on the retained sample. See the attachment 1- the test report of the retained sample. 4. Root cause: due to no defect sample was returned, the detail defect cannot be identified. 5. The plant continue pay attention to this defect.

Event description:
It was reported that a bd prn adapter cracked. The following information was provided by the initial reporter, translated from chinese to english: the nurse on duty was administering fluids to a patient when she noticed that the heparin cap threads were cracked and leaking, so she replaced the cap with a new one for the patient.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.